Event description:
The manufacturer confirmed thermal damage/deformation to the external surfaces of the base device, humidifier, and power supply/power cord. The manufacturer concludes the damages are most likely a result of the devices being exposed to an unknown external heat source. There was no report of serious or permanent injury, and no medical intervention was required. The device was not in use at the time of the event. The devices meet ul and iec requirements for flammability. Based on the information available, the manufacturer concludes no further action is necessary.

Event description:
It was alleged that a continuous positive airway pressure (CPAP) device experienced a thermal event. There was no harm or injury reported. The manufacturer received the device for evaluation. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed by the manufacturer.